Manufacturer narrative:
Upon completion of the investigation it was noted that a split was found in the needle chamber. Although it is not possible to determine the exact root cause for the problem reported by the customer, it might be possible that the device may have come in contact with the edge of a sharp instrument. This however could not be confirmed. Prior to distribution each valve is tested for leaks and it has been verified that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that during exploratory surgery it was discovered that the device reservoir was split. It was also reported that the healthcare user claims the device had not been tapped at any time.